Event description:
Operator ignored warning which instructed her to crack door to check for water in chamber before opening door completely. Instead operator opened door completely and water from inside the unit spilled onto floor. In her attempt to avoid the water operator slipped on the wet floor, fell to the floor breaking her arm.